Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was below 45 mg/dl, 50 mg/dl, 83 mg/dl and 77 mg/dl. Customer¿s other blood glucose level was 156 mg/dl at the time of call. The customer did not provide details regarding symptoms and treatment of their low blood glucose episodes. Customer reported that they did not get a beep when they go low. Customer also reported that they did not hear beeps when audio volume settings were saved. Troubleshooting was not performed for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. No over delivery anomaly or under delivery anomaly noted. Device also passed tone check and vibrate check on self test. Device communicated properly with the guardian link and the glucose sensor simulator. The suspend on low alarm functions properly with audio tones and vibrate alert. No hardware low level failures noted during testing or on the formatted history file. Toggled on and increased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing. Device had a scratched case and a pillowing keypad overlay.